Manufacturer narrative:
The failure investigation has been completed and based on the analysis, the reported issue against the charging supplies was not able to be verified due to the charging supplies not being returned for investigation. However, the alleged pump burning and melting issue was identified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the tandem-provided charging supplies began burning or melting. Reportedly, the pump was charging during the event. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.